Event description:
Reported due to retroperitoneal hemorrhage. On 04/26/2006, a doctor performed arteriotomy closure using the starclose device at approximately 1630. The site of the stick was the common femoral artery. The procedure was reported to have gone "fine". It was reported that "around 8:30 pm the patient was discharged to home the following day.